Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported respiratory dysfunction and presence of blood clots in the patient¿s trachea and bronchi could not be determined through this evaluation. It was reported that the patient had blood clots suctioned from his trach over a 24-hour period. Information provided indicated that the patient complained of some trouble breathing and became hypoxic, which resolved when he was suctioned and placed on 100% oxygen for a brief period of time. The patient was hospitalized and underwent a tracheoscopy on (B)(6) 2019, which showed clots in the carina and bronchi but no active bleeding. The blood clots were reportedly believed to be due to traumatic suctioning. The patient's labs revealed that he was hyperkalemic and anemic; however, he was reportedly stable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists respiratory failure and bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient is currently stable. There was no indication that the device was not operating as intended. The device did not contribute to any of the patient's symptoms. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had clots of blood suctioned from his tracheostomy over a 24 hour period. Patient was complaining of some trouble breathing and becoming hypoxic. This was resolved when the patient was suctioned and placed on 100% fraction of inspired oxygen (fi02) for a brief period of time. On (B)(6) 2019 patient seen to have clots in the carina and bronchi but no active bleeding. Blood clots thought to be due to traumatic suctioning. The patient's labs found patient with hyperkalemia and anemia. The patient was currently stable. No further information provided.